Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed that reported problem. After reviewing the log, fse found a malfunctioning pdu fan tray and dcps. Upon troubleshooting, fse identified a malfunction in the ac dc conversion unit. To resolve the problem, fse replaced the pdu dcps unit. The fuse burned out due to a failed ac-dc unit and was replaced. After replacing pdu fan tray dcps, the system returned to use in good working order. The codes were updated based on the investigation outcome.